Event description:
It was initially reported that a vns patient was experiencing painful stimulation in her chest and would feel pain and vibration in her neck at the electrode site with stimulation. The patient's current settings were 0.25/20/250/30/5 and diagnostics gave an impedance value of 3696 ohms, 10 years to eos. The physician tried to increase the patient's output current but was unable to do so due to tolerability issues. The patient denied any trauma prior to the pain but stated she did fall after the onset of the pain. The patient's device was later programmed off due to the pain. The patient was referred to a surgeon, however, he believed that the device is functioning fine and even with the device programmed off, the patient is still complaining of pain. He believes the patient is making the event up, however, the patient was scheduled for device explant. Good faith attempts to obtain additional information have been unsuccessful to date.